Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery it was reported that surgeon turned forceps tightly to reposition and the forceps snapped. No delay or adverse consequence to patient or user.

Manufacturer narrative:
The reported event of the breakage of the ¿bone holding forceps self-centering ballspike size 1 speed lock¿ during surgery could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection revealed extended rusty marks throughout the surface of the instrument and breakage of the ball spike (speed lock, size 1). The rust is attributed to the high number of usages and, cleaning and maintenance procedures followed all these years. The breakage can be a result of the rusty surface of the ball spike and the extensive force that¿s applied during the usage of the device. The ball spike has a delicate connection to the forceps, and the extensive use, the rust and the strength applied, can all lead to such a breakage. The review of the ¿the instructions for cleaning, sterilization, inspection and maintenance ¿l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332¿¿ states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ therefore, it is mandatory ¿before every operation to ensure that all devices to be used during the operation function correctly with each other¿ and moreover, to ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ (as stated in ¿the instructions for use ¿v15011 rev m 06-2015 instruments IFU ot-IFU-152¿). Last but not least, ¿changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
During surgery it was reported that surgeon turned forceps tightly to reposition and the forceps snapped. No delay or adverse consequence to patient or user.